Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the pump failed a pressure test and the flow rate accuracy is outside the specified +-5% accuracy. The pump was repaired and tested per specification. This report is filed retrospectively as a result of an internal audit.

Event description:
The user facility reported that the pump over-infused but no patient was involved. Zyno has requested but the user facility has yet to provide detailed information.